Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: performance of an implantable automatic atrial fibrillation detection device: impact of software adjustments and relevance of manual episode analysis. Europace. 2011; 13(4):480-485. 10.1093/europace/euq511. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable loop recorders (ilrs). The article reported that there were ¿misdetections¿ noted. The misdetections were alleged to be due to myopotentials/noise, oversensing, t-wave oversensing, and r-wave undersensing. There were also ¿frequent¿ premature ventricular or atrial complexes (pvcs or pacs) observed in patients. Reprogramming was completed at follow-up appointments. The status of the ilr is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.